Event description:
The manufacturer's instructions for use (IFU) is inadequate. The device is unable to be thoroughly cleaned. Residual bioburden is found in the shaft of the probe and inside the cone. The manufacturer/model numbers are as follows: richard wolf: intrauterine probe ¿ 8378.00, small cone ¿ 8378.90, large cone ¿ 8378.91, aesculap: uterine cannula ¿ er876, small cone ¿ er876201, large cone ¿ er876202. Boroscope inspection revealed what appeared to be biofilm colonies. FDA safety report ID# (B)(4).